Event description:
The bright tip fiber was used in a clinical procedure for the bilateral endovenous treatment of the greater saphenous veins. The procedure was performed on the patient's right leg; the physician then proceeded to the left leg using the same kit components. Upon placement of the devices, visualization of the aiming beam could not be confirmed. The laser was fired before fiber placement was confirmed using ultrasound. Once the laser had been fired for some time, the aiming beam could be confirmed approximately 6cm from the saphenofemoral junction (sfj). Upon completion of treatment is was observed that the sheath was missing approximately 14cm of the tip. The laser fiber remained intact with no visual damage. Scans confirmed that the sheath remained in the patient (approximately mid thigh) and that the vessel had thrombosed. No further patient impact has been reported.